Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. No medical intervention was required. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-007/serial number (B)(4)/lot number 5195907), being used with the complaint sensor, was returned on 05/26/2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccurate blood glucose values could not be confirmed.